Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) displayed a "patient not found" message when the patient returned from the nuclear medicine dept. Discharging and re-admitting the patient did not resolve the issue, so they manually entered the patient's name into the system. It is unclear whether patient vitals were being monitored at the time, so it was decided that this event should be reported. The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. The following fields contain no information (ni) as the hospital stated they do not have further information to provide: serial number, concomitant medical device information , approximate age of device, device manufacturer date.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) displayed a "patient not found" message when the patient returned from the nuclear medicine dept. Discharging and re-admitting the patient did not resolve the issue, so they manually entered the patient's name into the system. It is unclear whether patient vitals were being monitored at the time, so it was decided that this event should be reported. The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) reported the following issue: pt back from nuclear medicine. Nk monitor now reading pt not found on monitor. I discharged and readmitted the pt and the pt still isn't found. I manually entered the name into the system. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 19 with bsm (mu-631ra sn: not provided). No further information will be provided from the hospital. Service requested: none . Service performed: none. Investigation result: there was a reported incident in which the bsm was reported to display message "pt not found". The additional details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The issue was reported to nka 17 days after the incident occurred, making attempts at gathering time sensitive information difficult. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Trending of tickets opened at (B)(6) found 1 other ticket relating to "patient not found": 67539 reported 09/04/19. Investigation conclusion: the customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) displayed a "patient not found" message when the patient returned from the nuclear medicine dept. Discharging and re-admitting the patient did not resolve the issue, so they manually entered the patient's name into the system. It is unclear whether patient vitals were being monitored at the time, so it was decided that this event should be reported. The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.